Manufacturer narrative:
This device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please note: there is a complaint filed under (B)(4), for the initial surgery ((B)(6) 2010- the patient underwent an anterior lumbar interbody fusion and prodisc artificial disk replacement at l4-l5) and revision surgery #1 ((B)(6) 2010, the patient returned to the operating room for a left hemi-laminectomy, a medial facetectomy, and a foraminotomy at l4-l5 due to pain and radiculopathy in the patient¿s left leg). This complaint is for revision surgery #2. On (B)(6) 2010, a CT scan of the lumbar spine demonstrated a bony fragment from the posterior inferior l4 vertebral body causing mild ventral indentation of the thecal sac and displacement of the exiting left l4 nerve root , unchanged from the previous CT evaluation on (B)(6) 2010. The patient continued with pain in the left lower extremity and buttocks radiating from a left l4-5 foraminal stenosis. On (B)(6) 2010, the patient underwent surgery (revision #2) in an attempt to relieve her symptoms. The surgery included a hemi-laminectomy, a complete facetectomy, a foraminotomy and a posterolateral fusion. It was reported that subsequent to this surgery, the patient¿s symptoms have not improved. This is report 2 of 3 for (B)(4).